Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection to the infusion set was loose. Customer's blood glucose level was 230 mg//dl. Reportedly, the customer changed the tubing and administered a bolus. At the time of the report, the customer's bg level was 130 mg/dl.